Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain one of four. The patient was connected at the time of the alarm. The patient indicated they heard a leaking noise and found that the red clamp bag became disconnected (heater line became disconnected from the heater bag and leaked onto the floor). The patient reconnected the line to the bag. The technical service representative assisted the patient with ending the therapy. The patient completed therapy with manual bags. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.